Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position where during procedure a single leaflet device attachment (slda) occurred. The first ace device was in antero-septal (a-s) position with about 1-7 clocking leading to a slight reduction of a-s part of jet. However, no reassessment of the tricuspid regurgitation (tr) grade was performed. As reported, imaging for trans-esophageal echocardiogram (toe) was difficult. There was no real observable impact of first grasp on lateral annulus. Second device was steered down normally with no observable interaction with first ace. However, there was potential light interaction of second device with anterior leaflet, as it was touched while maneuvering. After steering down the device and changing to tgsax for fine adjustments to position and clocking, it was seen that the first device had detached from the anterior leaflet. Positioned and grasped with second device in a postero-septal (p1-s) position with about 2-8 clocking. Again no observable positive impact on lateral annulus and no real reduction on tr was observed. Second device was implanted. Starting and immediate post-procedure tr grade was 5+, and post-procedure day 7 tr grade was 4+. Patient was under consideration for tricuspid valve replacement with tricvalve. As per the physicians, the medical therapy was not yet optimal for the patient. In addition, both doctors were hopeful that the second pascal would make the patient more receptive to optimal medical therapy, even though it did not significantly change the tr. Patient was reported to be doing clinically fine.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). This is a combined initial + final report. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) intra-procedure was confirmed with empirical evidence based on accounts by the edwards clinical specialist present during the procedure. Available information suggests procedural complications such as the device interaction likely contributed to the event due to this creating a more difficult environment for implant delivery. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.